Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are being submitted under exemption (B) (4). There are 1 event(s) associated with this event type (malfunction) and product code (B) (4).

Event description:
Incorrect flow. The units were not delivering the required flow of co2 to maintain pneumoperitoneum. Set to 40lpm. Maximum flow available was 14lpm. Pressure which was set at 15mmhg was as low as 5mmhg for an extended period.